Event description:
Consumer stated that the product is coming apart. Followed up with the consumer: the bristles are falling out of the interdental. She wanted to let us know she does not feel that is okay. She is willing to send the interdentals back. Product was not returned.